Event description:
Additional information received reported the issue was resolved. The patient's battery was checked by a manufacturer representative and was confirmed to be on. No malfunctions were seen and the patient was fine.

Manufacturer narrative:
Lead model 3387s-40, lot# v280394, implanted: (B)(6)-2009, explanted: na, lead model 3387s-40, lot# v280392, implanted: (B)(6)-2009, explanted: na, extension model 37085-60, (B)(4), implanted: (B)(6)-2009 explanted: na, programmer model 37642, (B)(4), extension model 37085-60, (B)(4), implanted: (B)(6)-2009, explanted: na.

Event description:
It was reported that the patient did not turn off implantable neurostimulator before he walked through a security gate at the airport. The patient experienced a return of symptoms and loss of therapeutic effect after exposure to the electromagnetic interference. The patient noted that he had fallen two times since the event. Additional information had been requested, but was not available as of the date of this report.